Event description:
This event was created by a call from the patient in response to a device tracking mailing. The patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. The patient did admit to some recent abdominal pain. The patient stated that they had their endograft checked for a couple years post operatively, until the price became to expensive. To date no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.